Event description:
Customer reported the active system gave blood glucose results of 65 mg/dl adn 83 mg/dl 1 minute apart at a time when he was symptomatic of hypoglycemia. Customer did not treat based on the active results, called "lifeline", went to a hospital. Hospital meter result an undetermined time later that night was 19 mg/dl, customer treated with "bags of saline solution and sugar". A request was made for the return of the system and a replacement was sent.